Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that after a cataract extraction with intraocular lens (iol) implant procedure, the patient experienced severe dry eye and halos. Using pilocarpine drops 1.25% for halos. Limited success. Tried several prescribed products for dry eye with no success. My reading prescription only improved by +.25. Distance did improve by +3.75. Still need glasses. Surgeon said there was nothing more he could do. Here are two medical device reports associated with this patient. There are two medical device reports associated with this patient. This report is associated with the left eye. Additional information was received stating patient start experiencing symptoms shortly after implant. She still needs glasses and general discomfort in both eyes. Additional information was received stating patient used tears and gel at night and there was no patient harm was reported.